Event description:
It was reported that the patient faced issue with two infusion sets on (B)(6) 2026, when needle guard was removed, the remaining portion of the insertion device detached and failed to insert, resulting in unsuccessful infusion set insertion. The patient replaced the infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.